Event description:
In opening the post anesthesia car unit for our day's cases, we attach one end of the disposable tubing to the sterile water container for humidification and the other end to a patient mask. When opening the disposable tubing the attached document shows the pieces of tubing falling out of the tubing itself which may have been inhaled by the patient upon coughing. The tubing was immediately discarded and all tubing in the lot number inspected for additional pieces - none were found. A picture was taken of the tubing pieces laid on top of the paper identification for the tubing.